Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the memory found no resets or alerts. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The s-ICD and electrode are expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, automatic set up was conducted after one layer of the device pocket was closed. A message was displayed indicating that suboptimal sensing was detected. Testing was performed a second time but the same message was displayed that indicated suboptimal sensing. The automatic set up was overridden; however, a reference electrogram could not be obtained. X-rays were performed to assess system position and help with additional troubleshooting. The physician decided to remove the s-ICD system. No adverse patient effects were reported. Both a memory download obtained from the s-ICD and the screening data was sent to boston scientific technical services (ts) for review. A ts consultant discussed that although the amplitudes obtained during pre-screening were in an acceptable range (1.2 m volts or higher in the secondary and alternate vectors), the captured surface electrograms showed small amplitudes less than 0.5 m volts in all three sensing vectors. It is suspected that the issue was related to the s-ICD system placement or a change to the patient's conduction. Additional troubleshooting was also discussed to help ascertain that this patient is still a good candidate for an s-ICD system. X-rays were obtained and submitted for review as well. The ts consultant discussed that the electrode appeared to be placed directly on the sternum; however, the s-ICD appeared to have been placed more anterior which could have impacted the sensing amplitudes.